Event description:
The diabetes educator and territory manager reported via phone call that the customer stated that the bolus wizard was not working correctly. Customer's blood glucose was 244 mg/dl. When the diabetes educator uploaded the pump, there were some days that were not showing that the customer did a bolus when the customer said that he did. The diabetes educator stated that she has seen several reports where the customer has made several attempts to do a bolus and it will show on the report each time. Customer was advised that if he doesn't press the act button, it would not show. The territory manager requested that the pump be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had multiple alarms in the history due to a corrupted history file. The bolus history could not be verified due to this anomaly. The insulin pump was received with minor scratches on the display window.